Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were entered into the pump between 05/04/16 and 10/24/17. User makes bolus requests without entering current bg levels and still having insulin on board (iob). Basal rate was slightly raised over time. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Basal rate may need to be adjusted to compensate daily activity. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing low blood glucose (bg) levels reaching 49mg/dl at its lowest. Glucose tablets were consumed to address the bg levels. Reportedly, the customer believed the cause of the low bg levels could be due to being very sensitive to small insulin changes. Recommendation was made to consult with their health care provider to discuss diabetes management.